Manufacturer narrative:
Product ID, 3776-60 serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3776-60 serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 serial# (B)(4), product type recharger product ID, 37744 serial# (B)(4), product type programmer, patient product ID, 3550-39 lot# n322353, implanted: 2012 (B)(6), product type accessory. (B)(4).

Event description:
It was reported that the patient was recharging the implantable neurostimulator more than expected and that while recharging the device would get hot. The patient was reported as having to charge between 14 and 18 hours a week while the amplitude was between 3.0 and 5.0 volts. The battery level went down to ½ seemingly every other day. It took the patient 6 hours to charge 50%. The patient had not been using the recharging belt and was instead lying on the antenna or simply sitting with the antenna directly on the skin as it gave her at least six coupling bars. When using the recharging belt, the patient wasn't getting it tight enough to keep the device coupling at 6 bars. The patient felt recharging was uncomfortable and that she had taken pain medication while recharging because "it was hot." The patient was "branding her skin before it got charged." It was later noted that the heat wasn't over-bearing, but it wasn't necessarily comfortable either. It was mentioned that the patient was at home recovering from a surgery.